Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up over the last 12 months the battery decline had been more rapid than expected. A no underlying p or r wave was noted. The device will be monitored. The patient will return for follow-up in 6 months. No consequences to the patient.